Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Caller reported aviva system blood glucose results of lo, which on the system indicates a result less than 0.6 mmol/l, and 5 mmol/l within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.